Manufacturer narrative:
Vyaire medical was not able to determine the root cause since the customer reported that they will not return the defective main printed circuit board for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela unit alarmed transducer fault during patient use. The patient was transferred to another ventilator and the customer confirmed that there is no patient harm associated in this reported event.